Manufacturer narrative:
(B)(4). Batch # n5473x. The cartridge reload had the proximal (B)(4) drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria was met prior to the release of the batch. Additional information was requested and the following was obtained: did the device deploy some staples and then lock out and not complete the staple line? Yes. But the shape of the deployed staples was ¿u.¿ did the device deliver a cut line? No information. Was the cut line complete? No information. Was the cutline and staple line equal in length, but the staples were malformed? No information. Did the device lock out at the first firing and the problem was with a second firing? No.

Event description:
It was reported that during a stoma closing, the firing knob did not move forward at the 1st firing during a closing small intestine. The staples of distal end were not deployed and although another part of staples were malformed. The cartridge color was blue. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient.